Event description:
It was reported that the device on the pt's left side had stopped working. The pt planned to see the doctor for testing on (B)(6) 2011. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).